Event description:
It was reported that a user experienced persistent hyperglycemia above 400 mg/dl for approximately three hours while using an ilet system with a contact detach steel infusion set, and a guided site change was performed without identifying abnormalities at the insertion site or needle; the user reported extensive scar tissue that could affect insulin absorption. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed no confirmed device malfunction, with the event consistent with uncertain insulin delivery likely influenced by tissue-related absorption variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.